Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low, out-of-range (oor) impedance measurement. The patient¿s right ventricular (rv) lead is a competitor¿s product. Additional information received from a field representative confirming that there were no complications and the patient is continuously monitored. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.